Event description:
The device (cev648b5) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the sheathing was cut and damaged in several locations. The sheath was most likely cut by the customer or damaged from abnormal use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).